Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. The insulin pump had an intermittent button response on the act button due to flattened dome switch; no damage to keypad traces and visual inspection. The insulin pump had minor scratches on lcd window, cracked case at display window corner, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the act button on the insulin pump is sunken in and damaged and has a delayed response. The customer did not recall any significant events leading to the keypad issue. Blood glucose value at the time of the incident is unknown. Customer also stated that his blood glucose was very high so he changed the setting to a temporary basal of 60 percent more and then had low blood glucose. Customer's blood glucose values are unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.